Event description:
A physician reported that a (B)(6) year old, female received deflux (dextranomer microspheres/hyaluronic acid) injection into the submucosa of the urinary bladder as treatment for grade 1 vesicoureteral reflux. Additional medical history included recurrent urinary tract infections. Concurrent medications were not provided. On 04(B)(6) 2013, the patient was hospitalized and received one injection of deflux, 0.8 ml, to the patient's left side. In addition, a right nephrectomy was performed at the time of deflux injection. On (B)(6) 2013, the patient experienced acute renal failure exhibited by anuria and a creatinine of 2.9. A retrograde pyelogram and ultrasound were performed showing obstruction. A cystoscopy with left ureteral stent placement was done resulting in resolution of the acute renal failure. As a result of the events, the patient's hospitalization was prolonged. On (B)(6) 2013, the patient was discharged. On (B)(6) 2013, cystoscopy and left ureteral stent removal were done and the events were considered completely resolved on same date. The physician felt the events were related to deflux.

Manufacturer narrative:
The relation between the reported events and the treatment procedure cannot be excluded.